Manufacturer narrative:
Concomitant medical products: product ID: tm91scs, serial#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. The caller stated patient has received system error (B)(4) approximately three times in the last couple days. Caller stated patient has been able to restart everything to clear the code. The caller was not with the patient. Technical services (tss) reviewed to have patient continue restarting everything to resolve the message, but if it becomes an issue where it won't resolve, to call patient services for further assistance. Tss did not collect external serial numbers as caller wasn't with the patient. On (B)(6) 2022 no new information. On (B)(6) 2022 information was received from a patient (pt) via a rep regarding an external device. The reason for call was that a system error code (B)(4) was occasionally appearing on the pt's handset. Caller stated that the pt would select restart and that the handset would restart. Caller stated that the pt's device seemed to be working fine and that the error code didn't appear today. Caller stated that the pt had a picture of the error message so that they could provide the information on the error screen. Caller stated that the pt said that the error came up six or eight times since around (B)(6) when the error message first appeared. Pss consulted with ts; pss will reach out to rep via e-mail if a resolution for the error message is determined. On (B)(6)2022 pt called back and stated previous information documented in this case and pt still got the system error code (B)(4) on their handset and pt was having issues connecting to their ins. Pt noted the issue began (B)(6) and they notified their representative of the issue (B)(6) as well. Ps walked pt through resetting their communicator and handset and after the reset pt was able to connect to their ins and pt confirmed they could see their therapy screen. Pt was also escalated during the call. Pt also requested an email be sent to them of a summary of what we discussed/troubleshooting during the call. Rep called around to follow-up on this case. The caller reported that they talked to the patient and the patient continues to get the system error message on the handset. Based on the occurrence of this message the patient thinks that the implanted device is cutting off because of the error code. Pt reported they were having issues with their stimulation. Pt stated when the (B)(4) displayed on their handset, their stimulation cut off/turn off the stimulation on their back. Pt noted they had their stimulation on one day to where they had a setting that they could feel their stimulation on their back. Pt noted there was a malfunction in their external equipment and their ins because of their stimulation turning off.

Event description:
Additional information was received from the rep. Rep called and reported the pt is still getting system error codes, and now would like all new equipment (ins, handset, and communicator). Rep sent images of the codes currently observed by pt (see attached). Email sent to principal to ask them to check on code and next steps.

Manufacturer narrative:
Continuation of d10: product ID tm91scs lot# serial# (B)(6) implanted: explanted: product type product ID tm91scs lot# serial# (B)(6) implanted: explanted: product type product ID hh9020scs lot# serial# (B)(6) implanted: explanted: product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID tm91scs serial# (B)(6): product type product ID tm91scs serial# (B)(6): product type product ID a72200 serial# unknown: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep called and reports that the pt is still having error code issues with their new handset. Rep wanting a status update on case escalation. Ps sent message to scs principal regarding an update for this error code. Additionally, spoke rep about persistent system error messages pt has been seeing. Ps reviewed that an app update is being pursued to address these types of errors, but that timing is pending. Ps reviewed that this is issue with handset app and not ins, so ins replacement isn't recommended. Rep says pt is wanting an entirely new system because she thinks something is wrong with it due to error messages pt has been seeing on handset. Additional information was received from a rep. The cause of the patient losing stimulation was unknown. Pt was sent a new handset to resolve the pt losing stimulation. The pt losing their stimulation was resolved.

Manufacturer narrative:
Continuation of d10: product ID tm91scs lot# serial# (B)(6) implanted: explanted: product type product ID tm91scs lot# serial# (B)(6) implanted: explanted: product type product ID hh9020scs lot# serial# (B)(6) implanted: explanted: product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that rep called and was with pt at the time of call. Rep stated pt continues to receive error code 0x164fb9s6. Rep stated they restart the device and it clears the message but it eventually displays again. Rep stated pt has been dealing with this for months and requested a replacement handset and communicator. No symptoms were reported. A replacement handset and communicator were sent out.